Manufacturer narrative:
MDR 1219913-2023-00173 was initially submitted on 2023-08-23. A customer from outside the united states reported observation of depressed results which were discordant relative to repeat testing when using immulite 2000 3gallergy specific ige universal kit (spe), lot 883. Initial results were depressed relative to repeat measurements performed two days later. The samples were taken from the same source tube. Siemens obtained and reviewed the system diagnostic files. Data for the initial day of testing indicate a potential issue with either foam or bubbles affecting sampling and reagent level sensing for the initial tests for this patient. Review of the data for the repeat testing did not show the same anomalies. No additional information was received from the customer. On the basis of the available information, the observed difference between results may be attributed to a transient issue with bubbles/foam affecting fluid aspirations. The customer is operational. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of depressed results which were discordant relative to repeat testing when using immulite 2000 3gallergy specific ige universal kit (spe), lot 883. On (B)(6) 2023, low results were observed for allergens d1, d2, and d201. These initial results were not reported to the physician. When the tests were repeated on (B)(6) 2023, results for these three allergens were significantly higher. The higher results were considered consistent with the patient¿s clinical history and symptoms, and were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed result discordance.

Manufacturer narrative:
Note: the reported observations were associated with catalog number 10380875, which is an outside-u.s.-only version of the product. A similar product is distributed in the united states under catalog number 10708840 (510k #k101572). A customer from outside the united states reported observation of depressed results which were discordant relative to repeat testing when using immulite 2000 3gallergy specific ige universal kit (spe), lot 883. Instrument log files indicate no issues with sample or reagent pipetting. The assay's instructions for use (IFU) states the following, under limitations: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." Siemens is investigating.